Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator's office assist reported that the pt had been readmitted to the hospital for hemolysis. No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding this event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.